Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported a right side "mass" and "inflamed lymph nodes within the breast." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: black particles in the fill channel and crease fold. Leak test and microscopic analysis was performed which identified: cracked valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side "mass" and "inflamed lymph nodes within the breast." Device has been explanted.